Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery wherein the ipg was not placed into surgery mode. Manufacturer's representative was able to recover the ipg using clinician programmer. The patient is receiving therapy.

Manufacturer narrative:
A pulse generator communication issue was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.